Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Patient medical records and x-rays were reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient suffered from an intraoperative greater trochanter fracture.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 01/08/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the greater trochanter fracture occured during broaching. Also noted, the patient was experiencing pain. At this time the femoral stem is being changed to an unknown broach. The complaint was updated on: 01/25/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.